Event description:
Country of complaint: (B)(6). No needle attached to the suture.

Manufacturer narrative:
Manufacturing site evaluation: review of stock: we have no stock available for this product code and batch number. Quantity produced/ imported: (B)(6) units. Distributed quantity: all units manufactured were distributed. Background: no other complaints on file for this batch/lot code. Batch record: manufacturing batch documentation was reviewed and no deviations or alterations were evident during the process. Results for batch release: the results obtained for batch release in the relation to the needled detachment fulfill the requirements of the OEM. Analysis (s) of sample (s): samples from quality control department were tested for needle attachment and the closed samples received were tested also. The results fulfill OEM requirements. The results obtained for batch release in the analysis of needled detachment meet specifications and the analysis of the sample received has no a quality problem evident. No corrective action is required.